Event description:
The lay user/patient contacted lifescan (lfs) another country in 2007 alleging inaccurate low readings on the patient's one touch ultra 2 meter. On june 15, 2007, the technical service representative (tsr) spoke with the patient to obtain and verify information. On an unspecified date approx two months earlier at 7:00 am, the patient obtained a blood glucose reading of 145 mg/dl on her one touch ultra 2 meter. At the time of testing, the patient felt tired and "flabby". The patient had been experiencing these symptoms since late 2006. The patient contacted a medical professional for advice and was advised to go to the physician's office. The patient was unable/unwilling to verify whether she took any medications after using the meter. At approximately 10:00 am, the reading on the physician's meter was 510 mg/dl. The patient did not receive any medical treatment at the physician's office. The patient symptoms abated following this physician's office visit, during which she was given a new meter. The patient takes rapid-acting insulin insumanrapid on a sliding scale, 7 units in the morning and 5 units before lunch and dinner, adjusted based on meter readings. The patient also takes 16 units lantus insulin at 10:00 pm. The patient's expected fasting blood glucose readings range from 110 mg/dl to 195 mg/dl. The patient tests her blood glucose level five to six times per day. The technique of applying blood on the test strip was correct, and the meter was programmed for the correct unit of measure. The customer service representative was unable to verify the readings in the memory of the meter and whether the patient was reading the results right side up. A quality control test was not done, since the patient did not have her meter, strips or control solution with her. The patient alleged she obtained inaccurately low blood glucose readings using the reported meter, and adjusted her insulin regimen based on these readings. The patient's blood glucose level was tested by the healthcare professional to be 510 mg/dl. Therefore, this complaint is being reported as an adverse event.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report